Manufacturer narrative:
Review of production records for complained component has been performed and did not highlight any anomaly nor non-conformity relevant to the issue. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Upcoming elbow revision surgery due to loosening of ulnar stem discovered in early (B)(6) 2026. Complete medical history of the patient is below detailed. The original surgery was performed on (B)(6) 2023, and following tema components were implanted: - humeral stem #h6 (pn 1504.14.061); - humeral body small (pn 1550.15.111); - ulnar liner small (pn1560.50.011); - ulnar body small (pn 1552.14.011); - ulnar stem #u5.5 (pn 1575.14.020); - axle small (pn 1590.15.010). On (B)(6) 2023, pre-existing ulnar components were revised and replaced with following ones: - tema elbow ulnar stem #u5 (pn 1575.14.010, lot. 2224203, ster. (B)(4)); - tema elbow ulnar body small (pn 1552.14.011, lot. 2225795, ster. (B)(4)); - tema elbow ulnar liner small (pn 1560.50.011, lot. 18at1ru, ster. (B)(4)); - tema elbow axle small (pn 1590.15.010, lot. 2303175, ster. (B)(4)). As a result of the loosening of ulnar stem #u5, hereby reported, a custom implant ((B)(6)) has been requested. Date of revision surgery has not been defined yet. Patient is female, date of birth (B)(6) 1964. Event occurred in the united states.